Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. B6 relevant tests/laboratory data, include - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information. H6 codes: health effect - impact code - additional information.

Event description:
Subsequent to the initial MDR, additional information was received on 03/14/2025. Technical support followed up with the patient and clarified the event. It was reported the patient was treated with IV insulin and was treated for high blood pressure at 8:30 am. After the treatment, the bg was reading around 600 mg/dl and he was still feeling nauseous. The patient stayed in the hospital from (B)(6) and was discharged on saturday morning. The patient also had to undergo dialysis treatment on the (B)(6), which required an extended hospital stay. At the time of follow up (B)(6) 2025 the patient was stable and in good condition. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025 at 12:00 am, the patient had to be on (nothing by mouth) npo due to a fistula gram procedure scheduled for 7:30 am in the morning (not related to dexcom). The patient had nothing to eat or drink since 12 am until 4 am. At 4 am, he went to the bathroom, felt very nauseous, and vomited. Between 4 am and 7 am, the patient did not check his cgm reading and was just resting, waiting for his sister to pick him up. The patient did not do any treatment or taken anything since he was supposed to be on npo. The patient´s sister picked him up for the procedure at 7 am and had checked his dexcom since he was feeling sick. The cgm reading was 246 mg/dl, but there was no comparison with a glucometer. The cgm reading then decreased to 148 mg/dl in just 5 minutes while she was driving him to the hospital. Still no glucometer comparison made. When they arrived at the hospital, they took a bg reading which was 828 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka), felt nauseous, and was constantly vomiting with high blood pressure. The patient was treated with insulin and was treated for high blood pressure at 8:30 am. After the treatment, the bg was reading around 600 mg/dl and he was still feeling nauseous. At the time of the report the patient was still hospitalized. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.